Event description:
Info received indicates the head of the bed is drifting.

Event description:
Reporter alleged obtaining a result of 192 mg/dl on the advantage system compared back to back with a result of 55 mg/dl on an unknown aviva system when testing was performed within 10 minutes. Reporter stated that she was feeling hypoglycemic symptoms and self-treated with a glass of grape juice. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.